Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that they were seeing a low ins recharger (insr) screen and their desktop charger (dtc) connector pin was bent. The ins recharger (insr) had a low battery screen even while plugged into the wall. The patient normally keeps the insr plugged in unless it is in use. The ins was last recharged two days prior to this report, but did not finish recharging it fully. The night prior to this report, no signal was received when the patient tried recharging. The insr had a blank screen. A replacement dtc was sent. Additional information was received the day after the initial report. A friend/family member of the patient reported that the replacement dtc was received. The patient was upset and shaking. They had not tried to use the insr because they had been advised that it needed to be plugged in for 4 hours before it could be used. The patient's stimulation had reportedly stopped the morning of the initial report. Coupling was lost while the patient tried to recharge, but was regained. The patient was sweating, so the adhesive discs were not holding. Stimulation did not turn on at the time of this report due to a low ins battery. The next day, the insr was reportedly still showing a message that the insr was depleted and not charging. The patient was not doing well which started the night before this third report. A manufacturer representative (rep) reported that the patient was admitted to the hospital for some other unrelated health issues and requested a replacement insr. A replacement insr was sent. No further complications are anticipated.